Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer was not following proper procedures for "removing sample tubes from robot gripper" as outlined in the advia automation operator's guide. The customer removed the sample tube from the back of the sample manager. The cause of the serum splashing on the operator was due to the customer attempting to recover the tubes from the grippers. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia workcell automation system tried to recover a sample manager robot failure. The sample manager robot did not take the correct tube from the loading tray and the gripper fingers crashed inside two sample tubes. The operator tried to open the gripper fingers with the appropriate release button mounted on the robot, and during the recovery operation, serum from the tubes splashed out on the operator. The operator was transported to the emergency department for treatment and returned to work three days following the event. There are no reports of adverse health consequences due to the serum splashing on the operator.